Event description:
Reportable based on additional information received on (B)(4) 2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, concentric, de novo, 26mm in length target lesion was located in the mildly tortuous, non calcified and 3.5mm in diameter proximal to mid lad. After a non bsc guide wire crossed the target lesion, a 2x20mm unspecified balloon catheter was advanced for predilation. Then the 3.50x28mm promus element stent was advanced but resistance was encountered. The device was removed. The procedure was completed using a 2.75x28mm promus element stent and an unspecified size non bsc stent. No patient complications were reported and the patient status was stable and responding well to medications. However, device analysis revealed a hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the catheter was returned in 3 sections as a result of being broken in 2 places. The hypotube was broken at 1.6cm from the catheter strain relief. The distal shaft was broken at 25cm from the catheter tip. Hypotube kinks were present at various locations along its length. The corewire was broken at the same point the distal shaft was broken. This type of damage is consistent with excessive force being applied to the device during handling/use. Proximal stent damage was present. 1 row of struts were pushed distally. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).